Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. On the same day as diagnosis, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administration were not reported) and the patient was retrained on aseptic technique. Twenty two days after onset, the patient's peritoneal dialysis (pd) catheter was removed, dianeal therapy was discontinued, and the patient was transferred to hemodialysis therapy as the patient did not respond to the peritonitis treatment. On the same day, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.